Manufacturer narrative:
A field service engineer was dispatched to evaluate the sterrad unit. The fse reported the vacuum pump filter, catalytic decomp filter, vacuum solenoid valve and the sae/vco connector were replaced to resolve the haze/mist issue. The unit was restored to working order and confirmed to meet specifications on 4/14/2017. ¿ the device history record (DHR) was reviewed for the sterrad® unit; no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
A customer reported an event of a "haze mist" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to shut off the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction: the fse replaced the vacuum pump filter and catalytic decomp filter to resolve the haze/mist/vapor issue. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump filter was returned and tested. The vacuum pump filter emitted smoke, mist and odor when tested. The reason for the return of the vacuum pump filter was confirmed. The catalytic decomp filter was returned and tested. The catalytic decomp filter completed and passed the test cycle with no problems or failures. The reason for the return of the catalytic decomp filter could not be confirmed. The assignable cause of the haze/mist/vapor issue is the vacuum pump filter and catalytic decomp filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.